Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy (tethered anterior leaflet, enlarged atrium). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted enlarged atrium and had a tethered anterior leaflet. The first clip was successfully deployed in the a2/p2. Then a second clip delivery system (cds) was advanced to the mitral valve to further reduce mr. The clip was deployed; however, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Since the clip was securely attached to the posterior leaflet, a decision was made not deploy anymore clips. The physician stated the cause of the slda was due to a tethered anterior leaflet. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.